Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula was left in the patients thigh, approximately 0.4 ml from the skin surface. Physician does not intend on removing the piece. No adverse health outcome resulted.